Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime alarms that were not duplicated during evaluation.